Event description:
Reportedly, a re-intervention was performed due to infection. Upon extraction of the device, the header was not tightly attached to the can. Prior to the re-intervention, the physician indicated that the device was positioned in the abdominal area. High impedance measurements in both channels was indicated around (B)(6) 2013. It was also indicated that the physician reprogrammed the device to ooo mode during one follow-up, but during the next one it was programmed to vvi (there may have been a reprogramming at another hospital in between). During the re-intervention, the leads were not measured by an analyzer and were left in-situ.

Manufacturer narrative:
Date (B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.